Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. The acceptance criteria of the pvt have been set to a more stringent standard. A ventilator that has failed pvt without verifying operational readiness should not be placed into use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reports failing test 7 at 100% o2; customer reports measured o2 tops out at 90%. No patient involvement.